Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient just had the pump implanted 2-3 weeks ago on (B)(6) 2014 and the patient had been super cautious with lifting because he knew the pump was located in the lower abdomen and he did not want to do anything that would dislodge the pump or catheter. The patient had staples removed on (B)(6) 2014 and the patient was ¿hyperly¿ aware of his implant. It was further reported during implant of the pain pump they had problems placing the patient catheter for the pump and ¿they kind of nudged¿ the leads of the spinal cord stimulator device {refer to manufacturer report # 3004209178-2014-17901}. The patient did not want to screw anything up because he ¿wanted to get it implanted and deliver medication because never felt better as far as that goes.¿ the patient was still experiencing pain and he would be calling his healthcare provider (hcp) about having his medication amount increased. The patient¿s pain had been since implant of the pump. The patient saw his hcp on (B)(6) 2014 and was informed it would take some time to adjust to medication. The pump was being used to deliver dilaudid. No interventions or outcome were reported regarding this event. Further f ollow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.